Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra plus about a week prior to the initial report. After the injection, the patient developed "blanching/whitish upper lip area which may be caused by vessel blockage". Patient was treated with hylase the same day. Symptoms have resolved.

Manufacturer narrative:
UDI#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of " blanching, whitish upper lip and vessel blockage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.